Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button alarm noted. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir and missing end sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the insulin pump had not been exposed to anything that would lead to this alarm. The blood glucose reading was 127 mg/dl. Nothing further was reported.